Event description:
Reporter alleged the customer obtained the results of 198 mg/dl and 91 mg/dl back to back within 10 minutes on the aviva system on (B)(6) 2011. Reporter also alleged the customer obtained the results of 174 mg/dl and 88 mg/dl back to back within 10 minutes on the same aviva system on (B)(6) 2011. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.